Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The power supply, source voltages, cable, fluoroscopy pedal and error logs were checked during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would shut down uncommanded. No patient injury was reported.